Manufacturer narrative:
The pump passed self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and dat at 0.0873 inches. All buttons function properly. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor. The j1 connector on pcba 1 was locked properly during visual inspection. Test sc1-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, and cracked belt clip rails. Keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an unresponsive keypad. The customer reported a blood glucose value of 200 mg/dl. The customer reported hyperglycemia treated with an insulin pump. The event involved product(s) mmt-332a, mmt-7040a, mmt-1884, mmt-397a. Troubleshooting was performed for the high blood glucose and the customer was using the auto mode/smartguard feature at the time of the event. Troubleshooting was performed for the keypad anomaly and the buttons remained unresponsive. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-7040a. Mmt-1884 was requested, and the customer's response was that the device would be returned. The customer will discontinue using the device. No product return is required for mmt-397a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.